Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Based on the available information, the patient experienced hemolysis during impella support, as evidenced by hematuria and elevated pfhb levels. Contributing factors may include the noted deep positioning of the impella rp, although repositioning was not attempted due to the patient¿s condition. At this time, it cannot be determined whether the device directly caused the reported hemolysis or whether it was related to the underlying clinical status. Device removal (cp) was performed for clinical management rather than a confirmed device malfunction. The patient remains on impella rp support. Further evaluation/analysis is needed if device is returned. No definitive device malfunction has been established based on current information. Hemolysis is a known risk associated with impella cp as described in the (IFU) instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Event description:
Additional information received that the hematuria did improve however the pump was explanted before it entirely cleared,

Manufacturer narrative:
B1 product problem selection was inadvertently omitted on the initial manufacturer device report. B5 updated with additional information.

Manufacturer narrative:
H6 updated. Corrected data. E1302 removed from h6. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted to correct a duplicate MDR. It has been determined that MDR 1220648-2026-03124 and 1220648-2026-03521 report the same event. This report (1220648-2026-03124) is being closed as a duplicate, valid report (1220648-2026-03521).